Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted. On (B)(6) 2014: customer reported no further altitude alarms occurred.